Event description:
The issue was found during a therapeutic laparoscopic procedure, which was delayed by 10 minutes with the patient under general anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to water leakage from water pump installed near the device. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during the case, water leakage from nearby water pump and flew inside both processor and light source until the otv-s400 had stopped working and could not be power on but the light source still could be power on. User had changed to use another system instead to continued case until finish.

Event description:
The customer reported to olympus that water leakage from nearby water pump flew inside the visera 4k uhd xenon light source. The issue was found during a procedure. There were no reports of patient harm. Related patient identifiers: # (B)(6) (otv-s400 supporting device).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no defects of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.